Event description:
It was reported that in an operating room an infusion of phenylephrine (10mg /250ml) was paused by anesthesia for an extended period and was later found flowing medication. The patient was in a state of hypertension with blood pressure measured via arterial line at 181/111. "Several" doses of propofol given followed by a continuous propofol infusion. The line for phenylephrine was disconnected and medication was noted to be flowing from end of the tubing while the pump was on standby. The phenylephrine line was removed. The customer indicated the event occurred between approximately 1411 - 1527. There was a patient involvement but no harm following the incident.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that in an operating room an infusion of phenylephrine (10mg /250ml) was paused by anesthesia for an extended period and was later found flowing medication. The patient was in a state of hypertension with blood pressure measured via arterial line at 181/111. "Several" doses of propofol given followed by a continuous propofol infusion. The line for phenylephrine was disconnected and medication was noted to be flowing from end of the tubing while the pump was on standby. The phenylephrine line was removed. The customer indicated the event occurred between approximately 1411 - 1527. There was a patient involvement but no harm following the incident.